Event description:
It was reported, the patient was unable to increase the stimulation due to auto-reduction. The sjm representative was able to reprogram the patient successfully, however, the issue returned. It was reported the patient could only feel the stimulation while sitting and looking up at the ceiling. During reprogramming, it was noted there were invalid contacts, and many of the programs provided unwanted rib stimulation. The physician had ordered x-rays to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.